Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided. If explanted, give date: not applicable - planned date for is (B)(6) 2017, but not yet confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 21.0 diopter intraocular lens (iol) will be explanted from a female patient's left eye due to poor visual acuity at distance and near. The physician indicated that it is likely a patient issue as the patient is post lasik, which makes selecting the correct iol power more difficult. The patient's most recent post-op is +1.50.